Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for investigation. As a result of the investigation, omsc found that the coil sheath was broken at 1737 mm from the distal end. The operating wire was broken at 945 mm from the distal end. The broken section of the coil sheath and the operating wire was shaped as if they were cut with a tool. The junction between the operation pipe and the operating wire was broken. There was no abnormality in the junction between the operation pipe and the operating wire. The operating wire with both ends broken was returned to omsc, and it length was 960 mm. The broken section at both ends were shaped as if they were cut with a tool. The operating wire from the operating pipe to the position of 32 mm was not returned. The basket wire was deformed. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. It is surmised that the coil sheath and the operating wire were broken since they were cut with a tool when the physician used emergency lithotripter. It is surmised that the deformation of the basket occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; 1) do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. 2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the sheath of the subject device was broken. The physician retrieved the subject device using emergency lithotripter. There was no patient injury reported.